Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an unspecified procedure, four werewolf flow coblation wands were recognized as expired. The customer took another generator and the issue still remained the same. A surgical delay greater than 30 minutes was reported. The patient was awakened and no surgery was performed on the patient until later the same day. For that surgery, the surgeon first used a depuy wand and then a s+n werewolf flow coblation wand.

Manufacturer narrative:
H3, h6: the reported devices returned for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the four returned instrument shows no manufacturing abnormalities. No visual issues were observed. Products were out of the original packaging. Opened boxes returned. The data extracted from the four wands revealed the wands were not activated previously. No error recorded. The data provided shows an incorrect year of manufacture with the expiration date of 6 apr 2022. The complaint was confirmed and the root cause was associated with a manufacturing failure. A functional evaluation revealed, after bypassing the expired wand error the plasma and coagulation function as intended. A review of historical escalations, manufacturing records, the manufacturing process, and complaint history found a manufacturing issue related to programming an incorrect date resulting in ¿wand has passed expiration date¿ errors. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A field action and a corrective action have been previously initiated to mitigate this issue.